Event description:
It was reported that during a conversation with the clinic regarding programmed parameters for this cardiac resynchronization therapy defibrillator (crt-d) system, technical services (ts) noted intermittent left ventricular (lv) loss of capture (loc) going back several months. The clinician discussed that at the last in office test, the threshold measurements were at 1.7 volts and prior to that they measured 2.2 volts. The output was reprogrammed to 2.6 volts at the last clinic visit. It was further noted that the patient's ejection fraction had improved to 60 percent. The clinician stated they would reassess capture threshold and reprogram the output accordingly at the patient's next follow-up visit. It was also noted that the patient was experiencing syncopal episodes and the physician advised the patient to reduce alcohol consumption, as alcohol intake was likely a contributing factor. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a conversation with the clinic regarding programmed parameters for this cardiac resynchronization therapy defibrillator (crt-d) system, technical services (ts) noted intermittent left ventricular (lv) loss of capture (loc) going back several months. The clinician discussed that at the last in office test, the threshold measurements were at 1.7 volts and prior to that they measured 2.2 volts. The output was reprogrammed to 2.6 volts at the last clinic visit. It was further noted that the patient's ejection fraction had improved to 60 percent. The clinician stated they would reassess capture threshold and reprogram the output accordingly at the patient's next follow-up visit. It was also noted that the patient was experiencing syncopal episodes and the physician advised the patient to reduce alcohol consumption, as alcohol intake was likely a contributing factor. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.